Event description:
It was reported that the device would not calibrate after failing the rate accuracy test during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: mechanism assembly: 1. Informed customer this is most likely due to the mechanism assembly. 2. Recommended sending in for repair. 3. Customer will send in through the customer portal. 4. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device would not calibrate after failing the rate accuracy test during preventative maintenance. There was no patient involvement.